Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd microtainer® map microtube for automated process k2 edta experienced clotting/micro clots/fibrin clots (tubes that are not supposed to clot - edta, lithium heparin pst all types or sodium fluoride/edta types only). This event occurred 3 times. The following information was provided by the initial reporter: ¿lab rejected map tubes received in the lab due to sample being completely clotted.¿

Manufacturer narrative:
H6. Investigation: bd had not received samples or photos for investigation, therefore the investigation was limited. A review of complaint history indicated this is the 1st complaint received on this lot for the reported defect. A review of the process capability data for additive dispense equipment used to manufacture the lot were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported after use the bd microtainer® map microtube for automated process k2 edta experienced clotting/micro clots/fibrin clots (tubes that are not supposed to clot - edta, lithium heparin pst all types or sodium fluoride/edta types only). This event occurred 3 times. The following information was provided by the initial reporter: ¿lab rejected map tubes received in the lab due to sample being completely clotted.¿